Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of ischemia, discomfort, blanching, violaceous discoloration, allergic reaction, and colored red and blue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected to the nazion, rhinion, bilateral alar groove, and supratip with 0.55ml of juvederm® voluma¿ with lidocaine. During injection patient developed signs of ischemia with discomfort. Clinical findings included blanching and violaceous discoloration. Additionally, patient developed what seemed to be a severe allergic reaction in which the skin became colored red and blue which spread from the nose to the lip and cheeks. Patient was treated with 300u of hyaluronidase, warm gauze, and massage followed by nitroderm (nitroglycerin patch). When hyaluronidase didn¿t help patient was sent to the hospital, where patient was hospitalized for 2 days and received IV antibiotics. Symptoms are resolved.